Event description:
Customer reports back to back testing on the same meter while using the advantage system with results of 327 mg/dl, 216 mg/dl, 142 mg/dl, 301 mg/dl and 158 mg/dl. No quality controls were run. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.